Event description:
Upon transfer between two wheelchairs the patient fell out of sling and suffered from vertebral compression and a head suture. According to the facility the root cause to the incident was user error. The waist belt was not secured around the patient. The sling used was a non liko sling.